Event description:
Olympus was informed that during an unspecified procedure, the bending section cover was torn, and the angulation was out of specification. The pt reportedly sustained an injury.

Manufacturer narrative:
Olympus followed-up with the user facility via phone and in writing to obtain additional information regarding this report without success. The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the user's report. The bending section cover was torn and stretched. The bending section cover glue was cracked at both ends likely due to chemical damage. There were nicks and scratches noted on the insertion tube unit and indentation below the protector boot. The instrument channel was inspected with no scrape or tear marks observed. The exact cause of the user's report could not be conclusively determined. The referenced device will be serviced and return to the customer.